Event description:
It was reported that a pt underwent a two level x-stop procedure at levels l3/l4 and l4/l5. The surgeon successfully implanted the first x-stop implant, however upon sizing the next level, the spinous process fractured. The surgeon modified the procedure and performed a 2 level laminectomy. No further info was provided.

Manufacturer narrative:
Device not returned, f/u with company rep.